Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the sapien m3 clinical trial, approximately 2 years, 1 month, 23 days post trans-septal tmvr procedure with a 29mm sapien m3 valve, the patient's valve presents thrombosis. The patient was seen in clinic and was found to have worsening dyspnea, tachypnea, and abdominal swelling. Tte done shows mv mean gradient of 20 mmhg with central mr jet. The patient was then sent to the emergency department and admitted to the hospital after the visit. The patient was started on IV bumex. Per follow up phone call, the patient was noted to have had trouble anticoagulating throughout the past 2 years and the valve developed thrombus and with an 11 mmhg gradient across the mitral valve. The decision was made to intervene and place a 29mm sapien 3 valve into the existing thrombosed sm3 valve. Pre-procedural imaging noted moderate paravalvular leak (pvl) at the medial commissure, slightly reduced from original implantation. The team gained septal access and deployed the s3 first, then post dilate with a non-edwards balloon. At this point, thrombus was noted in the left ventricle (lv) just under the thv. A vacuum catheter was used to suck the thrombus out of the lv. A plug was then placed to reduce the medial pvl from moderate to trace. The mean gradient was measured at 3 mmhg. The patient was doing great and sent home the next day with no complications.

Manufacturer narrative:
Based on additional information received. Investigation is still ongoing.

Event description:
As reported by the sapien m3 clinical trial, approximately 2 years, 3 month, post trans-septal tmvr procedure with a 29mm sapien m3 valve, the patient present chronic heart failure (chf) and the valve presents stenosis. The patient underwent a valve in valve procedure (vinv) with a 29mm sapien m3 valve.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients was confirmed based on the medical record. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 month, post trans-septal valve in valve tmvr procedure with a 29mm sapien 3 valve, the patient present chronic heart failure (chf) and the valve presents stenosis. Per medical records received, the valve presents severe prosthetic mitral stenosis, with peak/mean gradients of 16 and 11mmhg respectively, with peak velocity of 2.3mm/sec.' It is normal to have a small gradient across a prosthetic valve after implant. If the gradient is elevated, it may indicate obstructed flow across the valve. When the heart is unable to sufficiently pump blood to meet the demands of the body, it can result in heart failure. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Similarly, host fibrotic tissue or pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting leaflet motion leading to abnormal coaptation and subsequently resulting in gradient increased. Based on given information, a definitive root cause was unable to be determined, but could be related to the pre-existing condition of the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was originally reported by the sapien m3 clinical trial, approximately 2 years, 1 month, 23 days post trans-septal tmvr procedure with a 29mm sapien m3 valve, the patient's valve presents thrombosis. The patient was seen in clinic and was found to have worsening dyspnea, tachypnea, and abdominal swelling. Tte done shows mv mean gradient of 20 mmhg with central mr jet. The patient was then sent to the emergency department and admitted to the hospital after the visit. The patient was started on IV bumex. Per follow up phone call, the patient was noted to have had trouble anticoagulating throughout the past 2 years and the valve developed thrombus and with an 11 mmhg gradient across the mitral valve. The decision was made to intervene and place a 29mm sapien 3 valve into the existing thrombosed sm3 valve. Pre-procedural imaging noted moderate paravalvular leak (pvl) at the medial commissure, slightly reduced from original implantation. The team gained septal access and deployed the s3 first, then post dilate with a non-edwards balloon. At this point, thrombus was noted in the left ventricle (lv) just under the thv. A vacuum catheter was used to suck the thrombus out of the lv. A plug was then placed to reduce the medial pvl from moderate to trace. The mean gradient was measured at 3 mmhg. The patient was doing great and sent home the next day with no complications. However, upon further evaluation of the reported issue, the central leak was caused by the thrombus. This event will be captured under ide.

Manufacturer narrative:
Correction to b5 after further evaluation. This supplemental is being submitted to retract the initial report submitted under manufacturing report number 2015691-2022-07742. As the central leak was a result of the thrombus, and thrombus falls under ide study. This event will be captured under ide.

Manufacturer narrative:
The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradient was confirmed based on the medical record. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 month, the patient present chronic heart failure (chf) and the valve presents stenosis. As the patient agreed to dnr status and medical management, treatment will not be done'. Additionally, medical record states the tte done on(B)(6) 2022 shows severe mitral stenosis with mean gradient of 11mmhg. It is normal to have a small gradient across a prosthetic valve after implant. If the gradient is elevated, it may indicate obstructed flow across the valve. When the heart is unable to sufficiently pump blood to meet the demands of the body, it can result in heart failure. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Similarly, host fibrotic tissue or pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting leaflet motion leading to abnormal coaptation and subsequently resulting in gradient increased. Based on given information, a definitive root cause was unable to be determined, but could be related to the pre-existing condition of the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed based on the medical record. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 month 1 day, post trans-septal valve in valve tmvr procedure with a 29mm sapien 3 valve in a sapien m3 valve (due to thrombosis), the patient present chronic heart failure (chf) and the sapien 3 valve presents stenosis.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. In this case, there was insufficient information provided to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.